Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod ran 0 pulses and is in state 1, indicating the device is in shelf mode waiting to be filled. Inspection of the reservoir and the fill septum confirmed the device was never filled. It follows that the cannula assembly is in the appropriate state for this situation - undeployed. Batteries were measured and found to be within specifications. No deficiencies were found that would prevent the activation of this device.